Event description:
The device was implanted on 1/4/96. On 1/15/97, the MFR received a response to a device tracking polling letter which had been issued to the pt. The response, which had been completed by an unidentified person, states that the device was removed on 6/26/96 after the device "catheter came through into the intestine."